Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort. During revision, the physician explanted patient's ipg because the patient no longer wanted the ipg. The leads were left implanted in the patient. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort. During revision, the physician explanted patient's ipg because the patient no longer wanted the ipg. The leads were left implanted in the patient. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.